Event description:
It was reported that externalized conductors were observed. Sensing anomaly was noted. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.